Manufacturer narrative:
(B)(4). Date sent: 03/03/2021. Additional information received: surgeons fired cdh29a & cdh33a in a low anterior colon resection & did not obtain an audible or tactile feedback of the washer breaking. Surgeon¿s: dr. M & dr. G. (Dr. G. Fired). Surgeon experience with the device? 5 plus years¿ experience of the surgeons.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colon resection the washer did not break but there were two complete donuts. Surgeon had to over sew the anastomosis to complete the procedure with no patient consequences.